Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-88213.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. No motor error alarm noted during testing. The device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. Occlusion test and excessive no delivery test were not performed due to prime/fill anomaly. The device had cracked reservoir tube lip, minor scratched display window, and cracked case at display window corner.

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was 304 mg/dl. The customer's mother could not recall any significant events leading to the alarm. Customer's mother also stated they were able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.